Manufacturer narrative:
(B)(6). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Was there a loss power or perceived loss of power with the device? Was the knife return switch attempted before using the manual override to open the device? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Has the patient required an extended hospital stay not typical for this procedure? Has readmission or re-operation been required? Has the small air leak been addressed or healed on its own? Please explain.

Event description:
It was reported that during a vats lobectomy procedure that on the tenth firing of the device using a green load the stapler failed to form staples and stapler locked out. Reverse and manual over ride was attempted. The knife blade retracted but the device would not open. It was found that the staples were in goal post shape and stuck in the tissue and the cartridge. The surgeon was able to open the jaws enough to remove some staples from the tissue which enabled him to open the jaws completely and remove the device from the tissue. Another like device was used to complete the procedure. After closing a small air leak was detected on the drain. Surgeon did not reopen patient for repair, surgeon stated the leak should heal on its own. Surgeon stated the patients stay may be extended to monitor the leak if not healed before scheduled release.